Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples misaligned. The stapler was received with 34 staples left in the cartridge indicating that at least 1 staple was fired by the end user. Reference files pic_anp1900050965 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was unable to form properly. The next five staples all had the same issue as none of them were able to form properly. No more staples fired. The misalignment of the staples is preventing the staples from being able to properly form and is also preventing the remaining staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples do not close" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples that fired from forming correctly and the remaining staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. The stapler was returned with 34 staples left in the cartridge. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
During stapling the staples did not close, remained open. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1600473 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During stapling the staples did not close, remained open. The patient's condition was reported as fine.